Event description:
It was reported that the patient experienced a seizure and loss of consciousness at home and was admitted to hospital. The pacing rate was adjusted. The device was reprogrammed with the settings by the change of auto capture and increasing the rv output to 4.0 v @ 0.4 ms to ensure a safety margin. The physician recommended a generator replacement so the device was explanted.